Event description:
"The tubing partially pulled off the hub which attaches to the syringe. The insulin pump user did not notice this, and no insulin was delivered. He did not monitor glucose; later and when he did, was already in diabetic ketoacidosis and glucose >600 and ph 7.09. Admitted to ICU."